Event description:
Customer's family member reported that pt collapsed and was rushed to the hospital then transported by helicopter to another facility while experiencing high blood glucose. The customer was treated by IV with lantus insulin and kept in ICU until 2004. Pt's doctor had reduced the amount of insulin dosing for the pt based on freestyle readings that indicated low blood glucose. Pt's readings have been around 20-50 mg/dl with freestyle.